Manufacturer narrative:
(B)(6). Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to visual issues of glares and halos. The symptoms were noticed right after surgery. The suspect iol has been discarded. The replacement lens was another johnson and johnson iol of different model and diopter. There was no other medical/surgical intervention required. The patient outcome was excellent. No other information was provided.